Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 305180, batch # 4178014, 4178027, unknown. It was reported by customer that "vial stopper coring is reported when accessing bd® blunt fill needle with bd luer-lok." Verbatim: rcc received a complaint via email. Fresenius kabi USA llc has received reports in which vial stopper coring is reported when accessing fresenius kabi¿s diprivan with: bd® blunt fill needle with bd luer-lok¿. The product information below is for your reference in no order or indication to the number of reports involved. Fresenius kabi is unable to provide further information, sample returns, photographs, or customer related information at this time. Please consider all information with no access to follow-up information. Future reports maybe forwarded directly to bd for further review. Lot: unknown, ref 305180, lot: 4080728, lot: 4178014, lot: 4178027.

Manufacturer narrative:
(B)(6) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.